Event description:
The clinician reported that almost 6 months after the dental implant was placed in ada site 21 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported the following patient conditions: peri-implantitis, implant mobility, a fistula and abscess, bone loss, inadequate bone quality/quality and fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.